Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient was readmitted for chest pains. The patient then experienced an embolic stroke that transitioned to a hemorrhagic stroke.